Event description:
On (B)(6) 2014, it was reported that the patient's infusion device had been consuming batteries too quickly since (B)(6) 2014. During that time, the patient's blood glucose level had ranged from 60-400 mg/dl. The patient's mother thinks the infusion device is delivering inaccurate amounts of insulin. The patient switched to her backup infusion device and her blood glucose levels returned to normal. No adverse event was reported. The infusion device was replaced to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).